Event description:
Report of pt that aspirated during lma use. Toward the end of the case, the pt vomited and aspirated. The lma was removed and the pt intubated. There was no report of lma malfunction.